Event description:
On 07/18/06, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving the error 5 error message. The medical affairs specialist (mas) contacted the pt to obtain and verify info, however, was unable to reach her by telephone. The mas also reviewed the recorded telephone call. The mas mailed a letter requesting the pt contact medical affairs. In 2006, the pt obtained the error 5 error message multiple times on the reported meter; she did not obtain a blood glucose results. The pt did not test her blood glucose level using any other meter. During that day, the pt chose to decrease her doses of insulin, as she did not want to become hypoglycemic. The pt took 6 units insulin with breakfast, 4 units insulin with lunch and 12 units insulin with dinner. At 6:00 pm, the pt had 'feeling high' blood glucose and felt 'foggy', lightheaded and shakey. The pt took her regular dose of insulin at bedtime. She did not seek medical attention and it is not know if the pt was truly hyperglycemic. The pt's insulin regimen is 8 units novolog insulin before breakfast and lunch, 10 units novolog insulin with dinner, and 26 units levemir insulin at bedtime. It would have been helpful to determine the pt's expected hyperglycemic symptoms, if she took any add'l insulin dose while symptomatic, and if she had a backup meter. The customer care advocate (cca) determined during the troubleshooting telephone call that the pt's testing technique was correct and the test strips were in good condition. The error message issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The pt was unable to obtain blood glucose results due to the error message on the reported meter, she decreased her insulin doses and then developed symtpoms. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.